Event description:
The technician at the user facility reported that during routine inspection of the subject device, it was found that there were issues with the angulation, and the connecting tube was ¿snaky¿. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, foreign material was observed in the forceps elevator, and the acoustic lens was perforated. This report is being submitted for the malfunctions found by service during the device evaluation (foreign material, acoustic lens perforation).

Manufacturer narrative:
During inspection and testing, service confirmed that the angulation in all directions was out of specification due to wear of the angle wires, and the up/down and right/left knobs were out of specification due to deformation of the bending tube. The following defects were also found by service during the evaluation of the device: the adhesive on the bending section cover was detached and discolored. The connecting tube was discolored and scratched. The control body cover was discolored and scratched. The objective lens, grip, switch #1, and the distal end were scratched. The scope connector was deformed. The switch box and light guide cover glass were dented. The water removal volume did not meet specification due to a deformed nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, foreign material likely remained because reprocessing could not be performed properly due to deformed nozzle. Acoustic lens likely was damaged due to the similar reason as other damages. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180: chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes,sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.